Event description:
It was reported that the customer's insulin pump's vibrate function was not working. The customer's blood glucose was unknown. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
No vibrator with the alarm was noted due to a broken black vibrator wire. The insulin pump had a minor scratched lcd window, a cracked case near the display window corners and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.